Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been omitted from the initial mw. Ppae( ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted percutaneously via the left femoral artery in a 74-year-old male patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. While still in the catheterization lab, the impella repositioning sheath was reported to be occlusive, and the patient developed unilateral limb ischemia evidenced by loss of distal pulses. The patient¿s vessel diameter was reported as less than 4 mm. It is unknown whether the patient had any vessel conditions. A distal perfusion catheter was placed to restore perfusion to the affected leg and the ischemia resolved. At end of procedure, the was transferred to the ICU on support. The patient remained in critical condition. He continued on impella cp and the pump functioned within range (p-7, 3.1 l/min). The family elected to withdraw care and the patient expired later that same day. Limb ischemia can be associated with impella cp given use of large-bore (14 f) impella repositioning sheath but can also be influenced by patient¿s small-caliber femoral arteries. The patient's death was most likely due to the underlying critical clinical condition as they presented in shock stage d.

Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.